Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "a small piece broke off on 2 occasions and was inside the patient. This is the first report of this issue from this customer. Possible lot#s: 1268520, 1267419, 1245085". Additional information received via email from distributor on october 19, 2016 - there were two (2) separate seals involved in different procedures. The piece was retrieved. Patient status: "unknown".